Event description:
A report was received from a boston scientific sales representative stating "rep stated "the patient died 1.5 weeks after the procedure. The family of the patient refused an autopsy. There were no known complications during the initial procedure."

Manufacturer narrative:
The following information was received on april 14, 2008 from a boston scientific sales representative; patient had shortness of breath before the procedure. There were no difficulties, complications or issues during the case. The patient was in the hospital for a 24-36 hour stay after procedure and appeared normal. The patient continued to have shortness of breath 1.5 weeks after the procedure. She presented with pulmonary edema and went into cardiac arrest. The physician stated "there is no information that the constellation catheter had anything to do with this patients death." Additional information received on may 6, 2008 stated that "she had severe interstitial disease from before and had arrested before as well. She most likely had respiratory arrest as no tamponade was seen on echo and no mi on cath". The known procedure date was the month before. The event date was calculated based on the 1.5 week information. The device was disposed, and the lot number information was irretrievable. As a result, no product evaluation was possible. Patient's death not device related.